Event description:
Reportable upon analysis completed on (B)(4) 2015. It was reported that the catheter would only pull in one direction. While using an intellatip mifi¿ xp temperature ablation catheter it was noted that the bidirectional curve would only curve in one direction. The device was successfully removed and the procedure was completed another of the same device. No patient complications were reported and the patient's status is fine. Device analysis found electrode lifting.

Manufacturer narrative:
Device evaluated by MFR: the returned device matches with upn and lot provided by the customer. The device has a kink at 14mm from the tip while in the neutral position (between ring 1 and 2). In addition the ring#1 and #2 have broken adhesive and fluid under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are not placed in the template shaded areas, the device failed the dimensional test. As per x ray image, the center support is kinked. The handle was opened, and there is a gap between the terminal and the control knob. The device was dissected and the guide coil was found collapsed in 2 sections at 65mm and 95mm from the handle. The distal section was dissected and found the center support kinked 13 mm from the tip and kevlar measure is 2.57 inches. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).